Event description:
Two and 1/2 years after cochlear implant surgery, this pt reported an irritation caused by a stitch on the edge of the device. She reported that this irritation prevented her from sleeping on that side. She requested that the implant be removed rather than have the stitch revised. She reportedly had chosen not to use the functional device. Explantation surgery took place in 2005. No reimplant is planned.